Manufacturer narrative:
For the reported information, the device was not returned for evaluation. Images and medical records were not provided for review. The investigation is inconclusive for filter tilt, filter limb detachment, and migration, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that an unknown vena cava filter allegedly experienced malposition of the device, migration, and detachment. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for alleged filter tilt, filter limb detachment and difficult to remove. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4, h6 (device: 1528). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that an unk meridian allegedly experienced malposition of the device, migration, detachment and difficult to remove. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 50 year old male patient was 220 lbs.